Event description:
Patient was to have continuous protonix running. Nurse to nurse was given at bedside at 23:00, when oncoming nurse noticed bag of medication hanging was almost empty. Nurse went to get a new bag, when looking at medication administration record (mar), it said new bag was hung at 21:00. The order milliliter/hour should have made the current bag hung at 21:00 last for around 5 hours. Inspecting the bag/line, pump and floor, no leaks were found. Nurse checked rates on pump and they were as ordered. At this time (23:00), nurse is unsure where half the bag¿s content went and reached out to pharmacy. No additional monitoring needed, continue as ordered.